Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, it was reported by a sales representative via (B)(4) that an abs-10060 angel centrifuge was producing an "air in line error". This occurred during use. Additional information was provided on 01/10/2025 by the sales representative via (B)(4) where it was stated that this event occurred during a cardiothoracic prp case on 01/07/2025 that was not completed. An abs-10061t arthrex angel® prp kit was being utilized during this event.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due air in the disk bag caused by improper insertion of the cassette.